Event description:
The customer reported the ventilator had no flow output and was alarming due to an occlusion. The customer reported the ventilator was not in use on a patient therefore, there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. Analysis of the blower revealed a malfunction, which may result in no flow/ventilation during normal ventilation mode operation.